Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The stent was pushed over the wire and became stuck on the wire. The wire with the stent was removed.

Manufacturer narrative:
Analysis: the details provided indicate that the stent was pushed over the wire and became stuck after a few centimeters. The wire with the stent was removed. Because the device in question was not returned a thorough investigation of the device could not be performed. If the device had been returned the diameter of the crimped stent would have been evaluated to ensure it met the product requirements. The introducer sheath and guidewire used in the case were also not provided. If the guidewire had been received it would have been inspected to ensure there were no kinks along the length of the wire that would prevent the v12 covered stent system from advancing. The introducer sheath would have also been inspected to ensure the septal valve had not been damaged by any previously advanced devices used in the case and to ensure it had not been kinked. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ¿ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr). ¿ability to deploy the stent at nominal pressure (8atm). ¿ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. ¿ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: ¿balloon hole skive dimensional verification. ¿stent securement testing. ¿proximal balloon weld tensile testing. ¿distal tip tensile testing. ¿catheter leak check. This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. Conclusion: based on the passing results of the quality and performance testing atrium medical cannot conclude that there was an issue with the device.

Manufacturer narrative:
Analysis: the returned device was evaluated to determine the cause of the complaint. Upon opening the returned device it was note that the guide wire was still in place through the catheter assembly and the introducer sheath used in the case was also returned. There was no identification of the guide wire make and manufacturer. The returned catheter was inspected for damage. The catheter shaft was corkscrewed in three separate locations within the first 30cm of the catheter shaft. This type of damage is caused by either excessive force while advancing or withdrawing the catheter in a twisting manner. The crimped stent was not on the balloon catheter and the balloon of the device had been deployed. This contradicts the complaint details as they state: ¿the wire with the stent was removed¿. It was expected that the stent would still be in its crimped position on the balloon. It is not clear based on the details of the complaint what happened to the stent. To ensure the device was still functional the catheter was prepped per the instructions for use. The balloon was then pressurized to the nominal balloon pressure of 8atm and then to the rated burst pressure of 12atm. The balloon inflated properly and no leaks were detected. As the crimped stent was no longer on the balloon the diameter of the crimped stent could not be measured. The crimped stent profile is the largest section of the device to pass through the introducer sheath. Based on the measurement of the crimped stent profile in the final lot qualification testing (20 samples) all crimped stent diameters were within specification. Additionally all 20 samples during performance testing are also passed through a 7fr introducer sheath. All devices from this lot passed through the introducer sheath without issue. The returned sheath was inspected for damage around the septal valve and for kinks along its length. No damage was noted. The inner diameter of the valve was measured and found to be within the specified diameter of 2.5mm as noted on the sheath label. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Catheter leak check. This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. Conclusion: based on the passing results of the quality and performance testing atrium medical cannot conclude that there was an issue with the device. If the stent was still on the balloon and crimped as supplied a more thorough assessment of the crimped stent profile could have been completed.